Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy abdominal surgery, at the time of tissue resection, the jaws did not close. It was determined that it could not be used before firing. Another cartridge was opened and used to complete the case. No patient injury.